Event description:
It was reported when using the pyxis anesthesia es system, fingerprint reader was malfunctioning, prevented the user login to the pyxis and it needed witnesses, rebooting the machine did not resolve the issue. The customer stated that there was a delay in dispensing medication due to this malfunction. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was due to fingerprint reader failure. A field service engineer replaced bio-ID fingerprint scanner to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.